Event description:
It was reported that sheath was placed in 2007 in pt's internal jugular. Three days later, an incident occurred at 5:00 am where pt was found to have a lot of blood on their gown. It was discovered that stopcock disconnected while in pt. As a result, stopcock was replaced. No transfusion was required and there were not pt complications reported. About 3 weeks later, verified with hosp that part that was cracked was the stopcock as opposed to a "port" as indicated in the hosp medwatch report.